Event description:
This is filed as the clip delivery system (cds) was difficult to remove from the anatomy. Although there was no adverse patient effect, a difficult to remove device has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, after the clip delivery system (cds) had been introduced into the left atrium (la), the physician suspected that it was touching a structure in the la. While trying to retract the cds, the clip inadvertently became caught on the tip of the steerable guide catheter (sgc). To remove the clip, it was opened slightly, the grippers were raised and the cds was gently pushed forward. No force was required removing the clip from the sgc. After releasing the clip from the soft tip, it was reclosed and successfully retracted into the sgc. The cds was removed from the anatomy and another cds was used. The procedure was completed with the implantation of one clip reducing the functional mitral regurgitation grade from 3-4 to less than 1. Upon removal of the sgc, the soft tip was confirmed to have no damage. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the clip delivery system (cds) was not returned for evaluation, an analysis of the device could not be performed. Potential causes for the clip getting caught on the guide tip/difficulty removing the device are, but not limited to, procedural conditions/user technique in regards to removing the cds during the procedure or manufacturing anomalies. As part of the mitraclip manufacturing process, all steerable guide catheters are subject to visual, dimensional and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final acceptance activities, including verification that the clip functioned as intended and met specification. There were no manufacturing nonconformities issued to this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of this device contributed to the reported event. With respect to procedural conditions/user technique, the clip getting caught on the guide tip may be influenced by unintended curves on guide tip, the clip not being fully closed upon removal, the orientation of the clip with respect to the tip of the guide, the user retracting the clip too quickly or unexpected movements of the device. In this case, it is likely that a combination of the orientation of the clip and the user technique while retracting the cds caused one of the clip arms to get caught to the guide tip, resulting in the difficulty removing the device. Based on the information reviewed, the difficulty removing the cds/clip caught on guide tip appears to be related to user technique/procedural conditions and not a product quality deficiency.